Event description:
The device's piston rod would not fully return toe the base of the insuin cartridge compartmet. As a result, when an insulin catridge was inserted into the device, the top of the cartridge protruded from the insulin cartridge chamber. Pt's blood glucose was not affected and no treatment was received.